Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Inspection revealed a pinhole in the balloon material, 2mm proximal of the distal markerband. The reported information indicates the device was inflated to 10atm; therefore, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, in-stent restenotic target lesion was located in the moderately tortuous and moderately calcified left superficial (sfa) artery. After a non-bsc guide wire crossed the lesion, a 5.5mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the pressure level suddenly dropped. Fluoroscopic image was checked and balloon rupture was confirmed. The device was removed from the patient's body and the balloon was noted have ruptured longitudinally. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.